Event description:
It was reported that prior to starting a da vinci si surgical procedure, a cable on the mega suturecut needle driver instrument was observed broken. No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The grip cable was frayed at the distal idler pulley and was sticking out at the instrument's wrist. Other cables at wrist were not damaged. The same grip cable was derailed at the distal idler pulley. The grips can still open and close but movement may not be precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contributed to the derailment. There wer also indentations found at the edge of the distal pulley and scratches on the surface of the pulley. Evidence not conclusive but pulley damages may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.